Event description:
It was reported through a remote transmission that the patient's right ventricular (rv) lead had high rv, superior vena cava (svc), and pacing impedance values as well as an observation that the rv pacing threshold was low. The rv lead was later capped and replaced with additional indication of high pacing thresholds as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.